Manufacturer narrative:
Event date is unknown. During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site. As a result, the ipg was explanted and replaced on (B)(6) 2021, resolving the issue.